Event description:
It was reported that customer experienced difficulty because t button on pump did not work. There was no reported impact to the customer¿s blood glucose level. Customer did not return pump, no replacement was documented, and no additional information was received regarding actions taken or outcome of event.